Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resolved the occlusion alarm by changing pump supplies and resumed insulin delivery. The customer's blood glucose was 140 mg/dl.